Event description:
Its been almost a year since my essure was placed, in having extreme pelvic pain, fatigue, weight gain of (B)(6) pounds right after it was placed, my periods are very heavy, I am depressed and tired all the time since after essure, I have lost hair as well, in having pain when having intercourse. I never had these kinds of symptoms before essure. My doctor pushed it on me, I was wanting a tubal but he insisted essure was better for me. Now I am in pain all the time.